Event description:
As reported by the user facility ((B)(6)): da 1024: reason of complaint: the pump has generated a da 1024 when it was infusing adrenalin. After this the pt needed to be resuscitated. After checking the history logs, several da code 1024's were seen and also 3x da code 9019. Ref MFR # 9610825-2013-00149.